Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow, ok, and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons did not respond to user presses appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.